Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and moisture damaged electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, there was large crack on her pump as it was accidentally dropped by herself and insulin pump stopped working. The back of the pump all the way to front the blood glucose was 8 mmol/l at the time of the incident. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.